Event description:
Pt was put under anesthesia. While moving the pt to the prone position the surgical table bumped into the anesthesia machine shearing off the airway pressure tubing connector on the bottom of the cosy. Anesthesia machine was replaced immediately. No pt harm.